Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing came out of the connection point and detached at the quick release while the patient was sitting. It was simply hanging and thereafter, the patient replaced it. The site location was patient's abdomen and the pump was located on the belt line. The infusion was used for a couple of days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device, it was found that the tubing was detached from the tubing- tubing connector. The patient experienced the same event twice and the second event has been reported in 3003442380-2019-01578. No further information available.